Event description:
A report was received from a company representative while conducting a clinical investigation that a peritoneal dialysis patient's catheter extension tubing set was cracked. The patient was sent and admitted to the hospital for a cracked pd catheter extension set and fluid overload. The patient was treated prophylactically with vancomycin for the cracked catheter extension set. The patient completed several rounds of pd therapy while inpatient with a net + uf, alleviating the patient's dyspnea and fluid overload symptoms. The patient underwent a cardiac workup; results benign. The patient was treated empirically with vancomycin ip for 2 weeks following d/c from the hospital, despite the patient's wbc's not elevating throughout the patient's hospital stay and pd effluent culture being negative on (B)(6) 2012. Upon discharge from the hospital, the patient was doing well and continuing with pd therapy without further incident.